Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otismed was used for the primary procedure.

Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed. Method & results: (B)(6) indicated that: "material deformation, delamination, burnishing, and third-body indentations were observed on the articulating surface. These indications are commonly identified damage modes in uhmwpe inserts...material loss on the posterior end progressed to the point where the baseplate became exposed, allowing for the direct contact of the femoral component and the baseplate. The distal side contained third-body indentations and post-fracture material damage. Mar concluded that no material or manufacturing defects were observed on the device features examined." Review by a clinical consultant indicated that a more relevant explanation for the failure mode would be instability. The severe wear on the posterior parts of the poly insert is typical for abnormal antero-posterior instability especially in flexion. The metal of the femoral component did touch the posterior baseplate rim and this instability was certainly present a long time before ultimate failure. Again due to absence of x-rays, it cannot be determined what might have been the cause for such instability but we might suspect that suboptimal posterior tibial slope, posterior femoral condylar offset and/or inaccurate joint line level might have contributed to instability. Such instability issues virtually always relate to malposition or incorrect size of one or more components and as such would be procedure-related as related to surgical technique. Patient-related factors are also evident. This patient¿s morbid obesity with bmi of 47 has certainly played an aggravating role but even then as a secondary factor to increase adverse effects of overload conditions from other origins, rarely just by itself. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Conclusions: a clinical consultant concluded that what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated in this case due to lack of complete information. More specific radiological information including clinical examination findings might all help further to solve this case. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otis med was used for the primary procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.